Manufacturer narrative:
An event of significant pericardial bleeding, pericardial effusion in the right ventricle, and cardiac tamponade was reported. It was also reported that the device was deployed but not placed as it was too large for the defect. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 34mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. Measurements of the defect were taken. The landing zone was greater than 13mm, and the superior depth of the appendage was 16mm. During the procedure, the patient's activated clotting time (act) level was 350 seconds, and heparin was administered. Once the device was deployed, it was not placed as the device was too large for the defect. The physician continued with attempts at implanting the device as there was difficulty positioning. The device was attempted for implant approximately 3 times without success, each time the device was partially recaptured into the sheath. The device was not completely retracted into the delivery system during the procedure. A transesophageal echocardiogram (tee) showed significant pericardial bleeding, and the device was recaptured and removed from the patient. The pericardial effusion was noted in the right ventricle, and cardiac tamponade was also present. A pericardial puncture was performed to remove the pericardial fluid. The patient was transferred to the intensive care unit (ICU) without further complications. The patient was reported to be stable and recovering.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.